Event description:
It was rported that the devices were used during a thoracoscopic wedge resectiin. It was reported by the rep that after opening, the surgeon noticed incomplete staple line. A reload was put into same device and fired. The second firing was the same result as the first firing. Another stapler was opened and used with satisfaction. There was no consequene to the pt.